Event description:
It was reported that the customer had car accident and the insulin pump was damaged. Customer stated that the insulin pump had a crack underneath the screen and had black blotch screen. Customer's blood glucose was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with severely cracked and bleeding lcd glass, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. Unable to perform functional testing due to damaged lcd.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.